Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port on the device is physically broken. The device was not in use when the issue was discovered. No harm or impact was reported.